Event description:
This is an initial and final manufacturer report. A report was received from the affiliate indicated that the stent failed to reach the target lesion due to tracking difficulty through the vessel. Upon completion of the product analysis for the returned product, the evaluation revealed that the stent was still mounted on the balloon; however it was moved over the distal marker band, and it was also kinked. The crossing profile could not be measured, given that the stent was damaged and shifted from its correct position.

Manufacturer narrative:
A report was received indicating there was difficulty advancing a cypher stent delivery system (sds) through a calcified lesion in the circumflex. The lesion was pre-dilated twice. Per report, the cypher stent could not pass the proximal circumflex and collided with a small calcification. The procedure was completed with a non-cordis stent without complications. Upon return of the product, analysis revealed the stent was misaligned. There was evidence of kinking and the sds shaft was bent. The crossing profile could not be measured due to the stent damaged. A device history record review revealed the product met quality requirements for acceptance. In conclusion, analysis confirmed a damaged and misaligned stent. The sds shaft was also bent. The exact clinical cause of the damages could not be conclusively determined. However, it appears that vessel factors may have contributed to the reported event. Please note: device is distributed outside of the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.